Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that -no disposable- alarm was displayed on both pumps while using 100 ml cassette with flow stop. No patient injury was reported.